Event description:
The pt was implanted with a heartmate ii left ventricular assist device (lvad). The vad coordinator reported that the pt experienced two separate incidents of elevated pump power and pump stoppage. No alarms were heard during the incidents, but the pt was reportedly able to tell something was wrong. The pt's blood work revealed that the plasma free hemoglobin level was within normal limits. As a precaution, the hospital staff exchanged the pt's system controller and verified all cable connections were intact. A review of the log file data submitted to the manufacturer for analysis revealed four pump stoppages during the last 2 hours of use prior to the system controller exchange. In addition, there were "low speed hazard" and "low flow hazard" alarms recorded within this 2 hour time period.

Manufacturer narrative:
The pt continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.